Manufacturer narrative:
There was no patient involvement. The date of the event is unknown. This information will be provided in a supplemental report if made available. Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). Further information in order to clarify the event has been requested. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that an s5 system turned off during a procedure without switching in ups mode. The user turned on the machine from the main switch and an error message was displayed. There was no report of patient injury.

Manufacturer narrative:
Through follow-up communication livanova deutschland learned that the warning message displayed on the system was due to the disconnection and connection of the roller pumps in use. There was a cable squeezed between the console flap and the main switch that in combination with the high mechanical sensitivity of the switch led to an accidental disconnection not allowing the system to switch in ups mode. The problem was solved by adjusting the cables position and by the s5 mains power connection module replacement.

Event description:
See initial report.